Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. During the functional testing, the device was working properly but the last error code 46822 was present in the pump. The cause was the fault due to software timing. Replaced the pwa board to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repairs. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device exhibited error 46822.the event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.